Manufacturer narrative:
The product was not returned. Two photos were provided of the used device. One photo is from the top and one from the bottom. The loading area door is open. The plunger is fully advanced. No determination can be made from the photographs for the reported event. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. The description provided may be indicating edge damage. Several factors can result in edge damage. ¿ using a non-qualified viscoelastic. Material properties of a non-qualified ovd may contribute to underfill, overfill or misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes ¿ not adequately filling the device with viscoelastic. This will result in inadequate coverage of lens and the lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). ¿ advancing lens too quickly may result in damage. The dfu states to gently advance the plunger forward in one smooth, continuous motion until the front of the optic aligns with the ¿fill-to¿ line. It should require no less than 7 seconds. ¿ if the operating room temperature is too cold (less than 18°c/ 64°f). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system, the implanted lens haptics and the surface of the lens was 'rough'. The rough material was scrapped off by use of a needle and the procedure was completed without patient harm. Additional information was requested.